Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation on non target area. No device malfunction suspected. The patient underwent an ipg replacement procedure. The explanted ipg will be return for analysis.